Event description:
On (B)(6) 2014, it was reported that while attempting to solve an e4 (occlusion error) that was displayed on the patient's infusion device she found the self-adhesive of her infusion set was wet. She stated that the infusion set must have been leaking. She also stated that the cannula was bent when she removed it from her body. The infusion set was discarded by the patient; therefore, no product can be returned for evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.: no product available to be returned.